Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/12/2020. Additional h3 investigation summary: it was reported performance breakage suture. It was received for analysis an empty opened foil and an used needle-suture piece of product code vr944, lot pmccmpe0. During the visual inspection of the opened sample, the swage and attachment area were noted to be as expected; however, marks on the body needle that appears to be by surgical instrument were observed; the suture piece was examined, and the end isn't broken, it's cut appears to be by the use of a surgical instrument. Due to the condition of the sample the functional test can¿t be performed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling. It was received for analysis unopened samples of product code vr944, lot pmccmpe0. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received, no performance - breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pmccmpe0, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was provided.